Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is over pumping.

Manufacturer narrative:
The customer complaint ¿overfeeding¿ could not be confirmed. An accuracy test was administered to the device in which the device passed. Upon visual inspection no physical anomalies were found. The device has a manufacture date of 2009, the battery was inspected to see if it was past its three year lifespan. The battery date code is 3715 meaning the 37th week of 2015, the battery is within its three year lifespan. The device was set to run at 125 ml/hr for fifteen minutes, and then an accuracy test was administered to the device. A new feed bag was filled to 500 ml and the device was set to run at 125 ml/hr and did for 30 minutes. At these settings the device would produce an optimal amount of 62.5 ml. When the device uses water the accuracy of the device becomes +11%/-3% from optimal. This means the device can move between 60.6 ml and 69.4 ml of fluid and be considered accurate. This device produced 64.9 ml of liquid during the test, falling within proper accuracy limits. The rotor cycle time during the test averaged approximately 8.52 seconds also falling within proper accuracies. Information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is over pumping. This was noticed during in house testing and no additional information was available.